Event description:
The customer reported that the central nurse's station (cns) went down. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) went down. According to the customer, when the unit comes on, it will not pass the bios screen to windows. The unit is being sent in to be repaired. There was no patient injury reported. Investigation summary: the complaint unit was returned and was evaluated by nk repair center. The nk repair center was able to observe the reported issue. The nk repair center replaced the main board of the unit to repair the device. After the main board was replaced, the issue was resolved. The cns not going past the bios screen to windows was caused by the mainboard failure, however, the root cause for the mainboard failure could not be determined. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: 01/06/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 01/11/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 01/24/2023 emailed the customer via microsoft outlook for patient information: no reply was received. B6 attempt # 1: 01/06/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 01/11/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 01/24/2023 emailed the customer via microsoft outlook for patient information: no reply was received. B7 attempt # 1: 01/06/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 01/11/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 01/24/2023 emailed the customer via microsoft outlook for patient information: no reply was received. D10 attempt # 1: 01/06/2023 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: 01/11/2023 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 3 01/24/2023 emailed the customer via microsoft outlook for device information: no reply was received. Manufacturer references (B)(4) follow up 001.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) went down. According to the customer, when the unit comes on, it will not pass the bios screen to windows. The unit is being sent in to be repaired. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided:

Event description:
The customer reported that the central nurse's station (cns) went down. There was no patient injury reported.